Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an ultraflex non-covered esophageal stent was used during an esophageal stent placement procedure. According to the complainant, difficulty was encountered when trying to deploy the stent. The stent partially deployed and difficulty was experienced when attempting to retract the suture. When the device was retracted for the removal, the physician was able to retract the suture and the stent was release in its proper position. The procedure was completed by successful implantation of this stent. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is good.